Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, it was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. Additionally, it was reported that the customer inserted the infusion set with out filling the cannula tubing. Reportedly, the pump supplies were changed multiple times to resolve the issues and insulin delivery was resumed. Customer's blood glucose level was 400 mg/dl.